Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, the customer noticed the hubs are not screwing on tight with an unspecified number of sets. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the luer adapter threads were found. The luer adapters of the retained samples of 8 sets were connected to bd holders and bd blood collection tubes of 6 pieces were inserted on each retained sample and, the issue of unable to attach was not seen as all samples met specifications. Additionally, 8 sets of retained samples were tested with greiner holders, the connection was much looser which led to spinout when the first tube was inserted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of does not attached. Bd determined that the root cause of the indicated failure mode was attributed to the incompatibility with greiner holders. Although it cannot be confirmed if the greiner holders, we used to be the same as the one the customer used, yet the fitting with greiner holders we tested with were looser than the connection with bd holders. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, the customer noticed the hubs are not screwing on tight with an unspecified number of sets. No patient impact reported.